Event description:
It was reported that during a cystectomy procedure, the device could not close the clamp arm. The device stopped working and did an important noise, and then it was impossible to close. A screw was found on the operative field. (Conserved). Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good condition. The front I-beam pin was missing (hospital advised that the pin was found on the operative field) and the distal I-beam slot was distorted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional testing, the blade returned after the handle was depressed. The jaw gap was large at the tip and the knife top roller pin was missing and the roller pin slot was deformed.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent.